Event description:
It was reported that a flogard infusion pump had a broken door on pump 2. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. The visual inspection revealed a damaged door, confirming the reported condition. The cause of the damaged door was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.